Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained elevated sodium results on patient samples and quality controls (qcs) on the dimension vista 1500 instrument across multiple days. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. After inspecting the instrument, the cse performed the following: removed the integrated multisensor technology (imt)/rotary valve, ran an advance clean on the instrument, replaced the imt sensor, ran imt mix test (which passed), replaced the aliquot probe twice, aligned the aliquot probe, replaced the drain twice, preemptively cleaned the rotary valve, cleaned the imt probe, auto-aligned the imt module, aligned the imt probe, replaced the imt probe, replaced the reader board on the imt module, applied corrections, replaced the cleaner pump, replaced the imt module, replaced the air pressure regulator manifold assembly, and replaced the peristaltic pump assembly. The cse also ran imt dilution check, qcs, patient correlation studies, quick check, full check, and diagnostics tests multiple times. After service actions were performed on the instrument, the imt dilution check, qcs, patient correlation studies, quick check, full check, and diagnostics tests recovered acceptably. The cse monitored the instrument's performance with the customer and the customer reported that the service actions resolved the issue. Siemens further investigated the issue and determined that an instrument related malfunction, such as the imt module malfunction, contributed to the discordant, falsely elevated sodium results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00240, MDR 2517506-2019-00241, MDR 2517506-2019-00242, MDR 2517506-2019-00243, and MDR 2517506-2019-00244 were filed for the same issue.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on five patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). It is unknown if the samples were repeated and the correct results for these samples are unknown. The customer also indicated that there was a delay in patient testing and reporting of results due to this issue. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.